Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfbs1249 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during preparation of insertion of the plastic stiffener, the user observed that the plastic stiffener was extremely fragile. The user tested the plastic stiffener before usage and it broke "as glass tube" in his hands without the use of great force. No patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed, but the exact cause was not determined. One open package with product code nbd8 and lot #gfbs1249 was returned for investigation. A broken stylet was found within the package. Three larger segments of stylet were found in the package. The proximal segment, which contained the white hub, was 14.5 cm in length. A second segment was 23cm in length. A third segment was 11.5cm in length. Four smaller fragments of the stylet were also found in the package. The smallest segment was 1.5mm x 1.0mm x 0.5mm. The fractured ends of the stylet segments had jagged edges. The product IFU cautions, ¿do not use excessive force when inserting stiffening cannula to straighten catheter (pigtail). Catheter tip may be straightened manually to aid in insertion of stiffening cannula.¿ the complaint sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) of gfbs1249 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during preparation of insertion of the plastic stiffener, the user observed that the plastic stiffener was extremely fragile. The user tested the plastic stiffener before usage and it broke "as glass tube" in his hands without the use of great force. No patient involvement.